Event description:
A customer contacted baxter (B)(4) regarding particulate matter found in a minicap transfer set. The customer stated something like hair was noted in the fluid path before use. There was no patient involvement, patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample, and the root cause was determined to be a manufacturing issue. A visual inspection was performed with hair under silicone bushing noted.